Event description:
Event description guidant received information that a few days after original implant, this patient received therapy for noise on lead, and a 21j shock with normal impedance, then ftr, and finally a 31j that reported <10 ohms. Noise on the ventricle rs channel also. The physician thought this may be the set screw, emi and or lead dislodgment. The system was removed and replaced electively.